Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels, and metallosis. Additional information provided in revision operative notes indicated leg length discrepancy, scarring, effusion, brown stained tissue and a hypertrophic capsule during the procedure. The modular head, acetabular cup, and taper adapter were removed and replaced with competitor acetabular components and a biomet head. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 7 states, "undesirable shortening of limb." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-04624 / 04625 & 1825034-2015-00402).